Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was 23 mmol/l. The customer was treated with an insulin pump. The customer reported that the buttons of her pump were not responding at all and it kept alarming. The troubleshooting was performed and was advised to remove and reinstall battery cap without removing the battery and they were not able to clear the alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The supplemental (follow up 2) report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.

Manufacturer narrative:
The pump was received with an unresponsive keypad due to corroded keypad traces. Unable to perform the displacement test and self test due to unresponsive keypad. Additional information of the treatment on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer reported that they treated with manual injection.

Manufacturer narrative:
Device was received with an unresponsive keypad due to corroded keypad traces. Unable to perform the displacement test and self test due to unresponsive keypad.